Event description:
Patient slipped in skull clamp. The patient was in prone position for a posterior cervical fusion. At the end of the case, they noticed that the patient had slipped slightly in the skull clamp. There was no patient injury and no intervention was required.

Manufacturer narrative:
Investigation completed 5/16/17. Device history record reviewed for lot/ 139 -sn (B)(4) on (B)(4) where (B)(4) pcs were manufactured on 10/25/2013. (B)(4) pieces were made, the DHR on both the assembly and subassembly level show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No prior service history is on file for this device. No manufacturing or design related trend has been identified. The reported complaint was not confirmed. The unit was setup per the instructions for use and the part passed the1101 inspection testing. With respect to the returned unit it has passed all specific functional testing requirements with the following exception: the lock had rotational movement when the unit was not under pressure. The rotational movement would not have caused/contributed to the reported harm of slippage. When the unit is properly positioned and put under pressure the unit will not slip. General maintenance and cleaning required.